Manufacturer narrative:
The reported information reasonably suggests the lens was removed and replaced during the same procedure. (B)(6). Device evaluation: the intraocular lens was discarded by the customer; therefore, it was not available for evaluation. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provide instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: the reported issue was not verified. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip split during intraocular lens (iol) delivery. It was also reported that the haptics stuck to each other which required removal of the iol. No additional information was provided to abbott medical optics.